Event description:
Senseonics was made aware of an incident where user reported visiting the emergency room on (B)(6) 2025 at approximately 3:00 pm est due to vomiting, unintended weight loss, and inability to eat, and expressed concern at the time of the call; the event was not related to sensor insertion or removal and was determined to be related to diabetes. The user initially provided an example glucose set of sg 159 mg/dl and bg 461 mg/dl at the time of the event; however, after dms review, the confirmed data showed sg 148 mg/dl with no bg value entered. Dms review confirmed that the user did not receive a high glucose alert because the sensor glucose value did not exceed the alert threshold. The user received two hours of IV treatment in the hospital, was not prescribed any medication, and the user's healthcare provider is aware of the event. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported going to the ER on (B)(6) 2025 at 3:00 pm est due to vomiting, weight loss, and inability to eat, and stated they were feeling concerned at the time of the call. The event was not related to sensor insertion or removal but attributed to diabetes. The user provided an example reading for that date and time: sg 159 mg/dl and bg 461 mg/dl. However, upon review of the data management system (dms), the sg value at 3:00 pm est on(B)(6) 2025 was 148 mg/dl and no bg value was entered. A review of the alert history revealed that the user did not receive a high glucose alert at the time of event as the recorded sg value did not exceed the alert threshold. The user received IV fluids as treatment at the hospital, was not prescribed any medication, and confirmed that their hcp was aware of the event.in an associated complaint (MFR # 3009862700-2026-00237) of sensor inaccuracy, including the reported hyperglycemic event, was addressed by the escalation team with instructions for a sensor re-link to clear the calibration buffer, followed by system monitoring. System accuracy improved post sensor re-link, but some variability persisted. The user was further assisted with a firmware upgrade, leading to additional monitoring, after which sg/bg alignment improved.multiple follow-up attempts to contact the user were made, but the user remained unresponsive. In-vivo data review revealed no sensor anomalies. While the root cause of the reported inaccuracies could not be conclusively determined, the potential root cause may be related to patient-specific physiological or environmental conditions affecting the hydrogel sensor performance.a review of data from the two weeks ((B)(6) 2025 to(B)(6) 2026) following the event confirmed stable and consistent agreement between sg and bg values. The user did not report any additional inaccuracies related issues by the closure of this complaint. B4. Date of this report 22 feb 2026. G3. Date received by the manufacturer? 21 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 4607. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.